Event description:
Per user facility report: "event desc: patient who has cystic fibrosis was undergoing sinus surgery. During the procedure the pt began to wake up and buck the ventilator and was aware of everything which was going on in the operating room (or). The anesthesiologist identified that the propofol was not infusing due to the pump not working. The pt rec'd additional gaseous anesthesia which is difficult for him to tolerate, the pump was switched out and the infusion re-started. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
Customer refused to release the pump for testing, therefore, baxter was not able to evaluate the pump. This incident has been communicated to the responsible baxter personnel to review and determine if this data is within the expected level of occurrence.